Event description:
It was reported that the 20ml luer lok syringe experienced poor perforation on packaging. The following information was provided by the initial reporter: material no: 303310 batch no: 0015663. Surgery reports that the package is not opening properly.

Manufacturer narrative:
H.6. Investigation: a photographic sample is received, in which a tear of the package is observed during opening (paper adhered to the blister. During the documentary review, no records of quality events were found during the manufacturing process, the batch was inspected and later released in accordance with the current work instructions, however, the photograph received shows torn paper and adhered to the film. Of the packaging, it is important to mention that it cannot be determined if the defect is caused by failures in the pressure and temperature parameters or characteristics of the components, therefore 13 pieces of retention samples are sent to the quality control laboratory, which were subjected to the ¿clean opening¿ test obtaining conforming results. CAPA#1506100 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 20ml luer lok syringe experienced poor perforation on packaging. The following information was provided by the initial reporter: material no: 303310. Batch no: 0015663. Surgery reports that the package is not opening properly